Event description:
Diagnosed with "maninfection". Rash around breasts after switching brands. Multiple infections, epstein barr, cnv, digestive problems, fatigue, rash comes out frequently, swollen lymph nodes in neck, reoccurring yeast, and bv infections, pain under rib cage on right side. Switched to sientra silicone gel implant, been ill ever since. FDA safety report ID# (B)(4).